Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several inappropriate shocks due to t-wave oversensing (twos). The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a new device that included two algorithm. The right ventricular (rv) lead was explanted and replaced. The new implant was placed from the opposite side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically compressed. The analyst noted that visual inspection found that the driveshaft lug being stuck on the retraction stop and the helix compressed inside the sleeve head. This indicated that the helix exceeded specification the number of turns to retract, and this is a lead performed failure. No insulation breach or conductor fracture were observed. If information is provided in the future, a supplemental report will be issued.